Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7231cx implantable cardioverter defibrillator 2001 (B)(6). (B)(4).

Event description:
It was reported that the patient developed a systemic infection. The implantable cardiac defibrillator (ICD) and lead were removed and replaced a few days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.